Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 1. 32.8 mmol/l and 6.8 mmol/l 2. 18.9 mmol/l and 8.0 mmol/l sets of readings were obtained on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.